Event description:
It was reported that a wearable failure was reported. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient attempted to insert a new sensor which did not pair correctly (captured in (B)(4)) and then eventually failed (captured in this complaint). This resulted in the patient having no more sensors to use as she was out of her supply. The patient was also wearing an omnipod 4 insulin pump (non-integrated with the dexcom cgm). Around 5pm the same day, the patient ate some fast food. Around 8pm, the patient began feeling ill and started vomiting. The patient thought it was food poisoning. The vomiting continued throughout the night, leading the patient to become dehydrated. The following morning, around 8am, the patient¿s husband took the patient to the emergency room (ER). At the emergency room, the patient¿s bg meter reading was 456 mg/dl. The patient was treated with insulin, saline, and potassium. The patient was still hospitalized at the time of report on (B)(6) 2024 but was scheduled for discharge later that day. The patient was ¿stable¿ at the time of report. Data investigation confirmed wearable sensor failure on (B)(6) 2024. The root cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.